Event description:
A customer reported experiencing an alarm 2 followed by an alarm 26 due to recurring occlusion issues with their infusion set and cartridge. As a result of this issue, the customer's blood glucose level reached a high level, although the specific value was not known. In response, the customer administered a correction injection via multiple daily injections (mdi) and then resolved the issue by changing the infusion set and cartridge before resuming insulin therapy. There was no assistance required from a third party, and recurring issues had been noted since mid-september.